Event description:
In 2008, the lay user/patient contacted lifescan alleging a power issue with onetouch select meter. The complaint was classified based on the customer care advocate (cca). The medical affairs specialist (mas) was unable to correspond with the patient by phone. The mas mailed a letter to the patient on june 3, 2008. The patient claimed that the alleged meter issue began on original date at 11am. After the issue began, at an unknown time, the patient reportedly developed symptoms of shakiness and headaches. The patient reportedly took no diabetes treatment actions following the issue and did not receive/require any medical treatment for the diabetes. The patient was not tested on any other meter. However, it would have been helpful to know the following information: when the patient typically tests her blood glucose during the day, her diabetes management regimen, what was her last blood glucose result on the reported meter and when the result was obtained. In addition, it would have been helpful to know when did the reported symptoms began and what did she do to relieve the symptoms. The customer care advocate (cca) went through the troubleshooting and found out the following: the meter did not power on even after inserting the test strips into the test strip port, the patient was using the correct test strips, the batteries were replaced per owner's manual and there was no misuse of the product. This complaint is being reported due to the following conclusion: the patient claimed she developed symptoms that could be associated with hypoglycemia after the reported issue.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lfiescan will inform FDA of the results in a supplemental report.